Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The blood glucose level at the time of incident was 33 mg/dl. Customer was treated with carbohydrates for low blood glucose level. It was unknown that customer was using auto mode or not. Customer alleged insulin pump for over delivering insulin. Customer declined troubleshooting for low blood glucose event. The insulin pump will not be returned for analysis.